Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to pain and metallosis. Update rec¿d 03/22/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from elevated ions. Adding the sleeve and stem to the complaint. Complaint was updated 04/08/2017.

Manufacturer narrative:
Additional narrative: patient was revised due to pain and metalosis the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.